Manufacturer narrative:
(B)(4). Device was received for analysis. Eng eval completed on 12/05/2018 by (B)(4). Visual evaluation condition/findings (conducted with a 7x or l0x optical unless otherwise specified)-the broken modular reverse reamer head appears consistent with reaming off-axis, resulting in brittle fracture at the welded interface between the head blades and the shaft. All other aspects of the device appear unremarkable. Design-related issues: the design of the modular reverse reamer head has been in the field since 2009. (B)(4). Therefore, this issue does not appear to be manufacturing related. Corrective action is not required because the occurrence rate is " very low", and the risk is captured in the rmr. The broken device reported in experience (B)(4) was likely the result of reaming off-axis, which allowed for a torque on the tip of the device, leading to ultimate failure. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues the broken reamer tip was easily retrieved, x-ray was taken to confirm all pieces were removed from the patient. An investigation was conducted; the broken device reported was likely the result of reaming off-axis, which allowed for a torque on the tip of the device, leading to ultimate failure.

Event description:
It was reported from the us that during an orthopedic surgery the tip of the reamer broke off while reaming the glenoid. The broken reamer tip was easily retrieved, and x-ray was taken to show it wasn¿t left in the patient. There was no delay to surgery. The case went well and there was no injury to the patient. Agent was present during time of surgery. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues the broken reamer tip was easily retrieved, x-ray was taken to confirm all pieces were removed from the patient. An investigation was conducted; the broken device reported was likely the result of reaming off-axis, which allowed for a torque on the tip of the device, leading to ultimate failure.